Event description:
It was reported that the implant was removed due to becoming fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn marking due to usage, what had the appearance of bone residue and a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The implant had been placed on tooth # 46 for approximately 2 years 5 months. Complainant reported that the implant was removed due to a fracture. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.